Event description:
A customer contacted beckman coulter (bec) to report an erroneously low thyroid peroxidase antibody (tpo aby) result generated by a unicel dxi 600 access immunoassay system which was questioned by the patient's physician. Repeat testing of the patient sample and testing of a second patient sample produced significantly higher results above the measuring range of the assay that were not questioned by the patient's physician. There were no changes in patient treatment in connection with this event.

Manufacturer narrative:
Samples were collected in red top serum sample tubes and were run using insert cups in primary sample tubes. No additional sample information was supplied. Qc (quality control) was passing on the date of the event but bec review of data showed that qc was failing outside of range low on the following dates: 9, 13, 14, 15 and (B)(6) 2013. The failures were observed on pipettor #1 and #2. The customer discontinued use of pipettor #2 on (B)(6) 2013 for tpo aby. Qc passed within ranges from (B)(6) 2013 on pipettor #1 leading up to the service visit on (B)(6) 2013. System check data was not supplied for review. A bec field service engineer (fse) was dispatched on-site and observed intermittent ultrasonic surface detect failure messages in the instrument event log for reagent pipettor #1 and #2. The fse replaced pipettor tips on pipettor #1 and #2 to resolve the observed ultrasonic surface detection captured in the instrument event log and performed ultrasonic adjustments (only pipettor #2 was observed to be causing a problem by the customer when they used pipettor #2 to process tpo aby tests). The fse also observed intermittent wash collar vacuum failures in the event log and replaced the instrument duckbill valves to resolve the wash collar vacuum errors. The fse then performed a passing system check, passing qc, and a passing tpo precision study to verify instrument performance was within specifications after all repairs were complete. Hardware is the likely cause of this event.